Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#unknown, product type: screening device. Product ID: 3057, serial/lot #: unknown. All patient codes apply to verify enhanced (serial# unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were feeling uncomfortable stimulation on their left and right side (stimulation is set to the right side). They also reported pain going down the leg and in the vagina area. The patient further said stimulation is a sharp scraping feeling that's painful. They also said there is a lump on both buttocks that is painful as well. As a result of what was reported, they were advised to contact their healthcare provider (hcp) for medical advice or if they had questions about their health. The next day, the patient went to the emergency room (ER) because of bleeding around their back. They also reported pain. On january 19, patient said one of the lead wires came out. They also said they were itching because they are allergic to the adhesive in the tape. They also said they were still feeling pain. The patient lastly said that they contacted their hcp. No further patient complications have been reported as a result of this event.